Event description:
It was reported that the sieve beds on an (B)(4) concentrator are contaminated. Per independent repair center statement, sieve beds alarming or red light. The key failure was sieve beds for the sieve beds was contaminated with foreign substance. Additional malfunctions were 4 way valve for the 4 way valve was contaminated.